Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information while suction and water delivery were possible during use of the product, water delivery continued even when no button operations were performed on the device.